Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the ¿crunching¿ sound had not been determined. No patient symptoms or complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 24-sep-2018, UDI#: (B)(4); product ID: 3708660, serial/lot#: (B)(4), ubd: 24-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The clinician said the patient reported "crunching" sound along wires in head. No environmental/external/patient factors were thought to have led or contributed to the issue. The patient was going to be interrogated by a rep. The issue was not resolved at the time of the report. The patient was alive without injury. No complications were reported or anticipated.